Manufacturer narrative:
Catalog number is unknown. UDI information is unknown. Premarket (510k) number is unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The reported problem was unable to duplicated during occlusion test. Actions were taken to mitigate the reported issue: replaced stepper motor, leadscrew and clutch halves. Performed occlusion test and all functional tests which passed. Root cause cannot be determined since the complaint was not confirmed due to the fact the sample was tested and successfully passed. This MDR was generated under protocol (B)(4).

Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.